Event description:
During oxaliplatin infusion, the patient was noted to have a golf-ball size lump on arm. Lump was painless, but IV was discontinued, and arm became painful, bright red and swollen. Patient developed cellulitis and was admitted for IV antibiotic therapy.======================manufacturer response for IV catheter, protectiv (per site reporter).======================smiths medical has sent new team of trainers to offer in-house education to staff, as this device is new to our facility.